Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stim and gastrointestinal/pelvic floor therapy. It was reported that the reason for the call was the patient said they had the device removed and the physician was not able to remove the whole lead. The patient said they tried to remove the rest of the lead in february and were not able to. MRI information was reviewed with the patient.

Manufacturer narrative:
Concomitant medical products: product ID: 3889-28, lot#: va1wnmz, implanted: (B)(6) 2019, product type: lead. Other relevant device(s) are: product ID: 3889-28, serial/lot #: (B)(4), ubd: 03-dec-2022, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.